Event description:
It was reported that during a colostomy takedown, the surgeon fired the device and heard the crunch of the washer; when he observed the anastomosis, it was only a half of a circle; the device had cut but had an incomplete staple line. They hand sewed the anastomosis and re-fired another stapler and then saw an additional leak. They had sewed the second staple line and checked for leaks to complete the procedure. The device does not have the drivers visible in the pockets. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.